Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. After the diagnostics were cleared, normal device function resumed. There were no adverse consequences to the patient.